Manufacturer narrative:
(B)(4).

Event description:
Since the beginning of nov, the pt had been experiencing severe spasms. On (B)(6) 2010, a baclofen assay was done; the results showed there was no baclofen in the cerebrospinal fluid. The pt was then started on oral baclofen up to 20 mgs four times a day as needed. There had been no indication from the managing physician, that there had been any issues with the pump as they had always gotten the expected residual volume when refilling the pump. On (B)(6) 2010, a catheter revision was done. An incision was made at the spinal site, the physician disconnected the distal intrathecal segment from the connector pin and immediately got a retrograde flow of cerebrospinal fluid, however, due to the pt's symptoms, he pulled this catheter out of the spine and implanted a new distal segment of catheter. After verifying a retrograde flow of cerebrospinal fluid, he trimmed the catheter to an appropriate length and connected the newly implanted spinal segment onto the existing connector pin. The pump had been delivering lioresal 2000 mcg/ml at 331 mcg/day. The pump was restarted at an infusion rate of 98 mcg/day; the concentration remained the same. The pt was instructed to return to the clinic the next day to evaluate how he was doing at the decreased infusion rate. Additional info has been requested, a f/u report will be sent if additional info becomes available.